Event description:
It was reported the depth gauge broke when measuring screw. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip to be fractured near the base of the scale. The grip and shaft exhibit many light scuffs and scratches. Discoloration is present around the etching on the grip. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.